Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient weight unknown /not provided.

Event description:
It was reported that patient was implanted with multiple implants, and immediately loaded and wore temporary crowns in the afternoon. There was no adverse reaction after the operation. Six months later, when the patient returned to the clinic, it was found that the screw was deformed due to loose abutment, which could not be locked with additional force, resulting in failure, so it was removed. The corresponding implant model is tsv4b13 with the batch of 63799424. Tooth site # 25.

Manufacturer narrative:
One (1) 30 deg taper 4.5p 4mm-6mm (30at446) was returned for investigation visual evaluation of the returned product identified signs of use. Also, an associated product (tsv4b13) has not been returned. However, this item is listed as associated item only and did not cause or contribute to the event. No further investigation will be conducted. Functional testing to recreate the reported event identified that the tapered abutment and retaining screw engaged and disengaged from an in-house implant as intended. The retaining screw, however, didn¿t disengage from the abutment. A pre-existing condition noted on the per was inadequate oral hygiene. Bone density was low density (type iii). The reported device was located on tooth # 25 (fdi) and was used for approximately six (6) months. The customer did not provide any images for the reported event. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 63792197. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 63792197 for similar events and other 1 relevant complaint(s) was identified, (B)(4). February post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur (damaged screw). However, the reported loosening event could not be verified. The following sections have been updated: h3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.